Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin on (B)(6)2024. On the same day, it was reported by web self-service that the patient's cgm was reading 200 mg/dl and the blood glucose reading was 400 mg/dl. There was no information in the complaint whether the patient experienced any symptoms prior to and/or at the time of the event. The patient reportedly went to the ER due to inaccurate readings. Treatment for hyperglycemia was not specified. The patient uses a tandem insulin pump. Attempts by ts to follow up with the patient for more information about the event were not successful. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.